Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 150 ohms. Technical services reviewed the latitude impedance data for the device. The weekly low-energy shock impedances have been over 100 ohms for the last year. The impedances are high but within normal limits. Technical services discussed the data with the clinic. Later, the pulse generator was explanted, and the electrode was abandoned. There were no additional adverse patient effects.